Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The synchro-14 guidewire was returned wrapped around itself packaged in its opened pouch in double biohazard plastic bags. The torque device was not returned. During the analysis, the guidewire was examined before decontamination. The polytetrafluoroethylene (ptfe) coating was scraped on the guidewire. After decontamination, the synchro guidewire was examined and it was discovered that the ptfe was peeled at approximately between 30.0cm and 35.0cm from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet and/or the introducer. The guidewire was also noted to be bent. No other anomalies were noted. During function testing, the returned guidewire and a demo microcatheter was prepared per device direction for use (dfu). The guidewire was loaded and advanced through the proximal end of a demo microcatheter with slight friction. The guidewire and one on one to torque was checked and was not smooth due to the bends on the guidewire. Per the dfu; "excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Therefore a probable cause of use error was assigned to the analyzed ptfe coating peeling.

Event description:
Analysis of the returned guidewire revealed that guidewire polytetrafluoroethylene (ptfe) coating was scraped off. There were no clinical consequences to the patient reported.